Event description:
A complaint was received from a customer that stated that their elite system was reading higher than normal. Pt stated that because of these higher readings they were admitted to a hosp. Pt stated that they received a result of 134 mg/dl and then approx. 10 minutes later at their physician's office a result of 49 mg/dl was reported. It is not known if any medication was taken during the time period. At that time the pt was not feeling well and was taken to the hosp. At the hosp a blood sugar result of 59 mg/dl was reported. The customer was using product code 3918, lot number 1l05ms, expir date 5/03. While on the phone a review of the system was attempted. However, the customer declined at the time. Follow-up will be made.